Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a patient with history of sickle cell disease was found unresponsive in a locked bathroom, "with syringes", on (B)(6) 2020 at 07100. The patient was connected to a demand dose infusion of dilaudid through patient controlled analgesia (pca) pump at the time of the event. The staff had to get the bathroom keys from environmental services personnel and assisted to get the door opened. The pca infusion was then disconnected from the patient, two doses of narcan were administered, and code blue was initiated. Prior to this event, the patient was last seen at 0630. It was then reported that the patient expired and the body was transferred to the county medical examiner's office for autopsy. The infusion of dilaudid 25mg/50ml syringe (second rn wasted 12.5mg/25ml out of the syringe) was programmed as pca dose only (demand dose) of 0.4mg, with a lockout interval of 10 minutes and max limit of 2.4mg/hr. This pca infusion was started on (B)(6) 2020 at 2052 and a new syringe was loaded the next day, (B)(6) 2020 at 1645. It was mentioned by the hospital's biomedical engineering technologist that the pca pump is overdue for preventative maintenance and requested to verify if the device was functioning correctly or it has caused an overflow of the medication.

Event description:
It was reported that a patient with history of sickle cell disease was found unresponsive in a locked bathroom, "with syringes", on (B)(6) 2020 at 07100. The patient was connected to a demand dose infusion of dilaudid through patient controlled analgesia (pca) pump at the time of the event. The staff had to get the bathroom keys from environmental services personnel and assisted to get the door opened. The pca infusion was then disconnected from the patient, two doses of narcan were administered, and code blue was initiated. Prior to this event, the patient was last seen at 0630. It was then reported that the patient expired and the body was transferred to the county medical examiner's office for autopsy. The infusion of dilaudid 25mg/50ml syringe (second rn wasted 12.5mg/25ml out of the syringe) was programmed as pca dose only (demand dose) of 0.4mg, with a lockout interval of 10 minutes and max limit of 2.4mg/hr. This pca infusion was started on (B)(6) 2020 at 2052 and a new syringe was loaded the next day, (B)(6) 2020 at 1645. It was mentioned by the hospital's biomedical engineering technologist that the pca pump is overdue for preventative maintenance and requested to verify if the device was functioning correctly or it has caused an overflow of the medication.

Manufacturer narrative:
The customer¿s reported complaint of a suspected pca over infusion was not confirmed. An external and internal inspection of the customer¿s pca module observed the source device in poor condition. Two front screws on the flange gripper assembly were missing. The front and rear case were showed evidence of damage. The security door lower area of the hinge was bent, indicating possible tampering. Several areas were noted with dried fluid ingress, including the bottom area of the handle, the bottom area of the rear case and the wiper assembly below the flange. No other obvious issues or anomalies were identified with the source device during the inspection. Returned pca dose request handset was in good condition. Based on log analysis results, the medication hydromorphone (dilaudid) pca was initially programmed with a pca dose of 0.3mg and a max limit of 1.8mg/1hr on (B)(6) 2020 at 8:37 pm. Four pca doses were delivered with this dose amount. At 9:25 pm, the pca dose setting was changed to 0.4mg and the max limit was changed to 2.4mg/h. A total of 84 pca requests were delivered with this dose amount. A total of 88 pca requests were successfully delivered from the start of the infusion on (B)(6) 2020 at 7:42:25 am when the pca module was channeled off. Although the pca module appeared in poor condition, showing maintenance overdue, test results derived from a functional test, asm accuracy tests and binary tests demonstrated the pca module operating within specification. Device history review: review of the source pca module s/n (B)(4) service history record showed the device had a manufacture date of 21feb2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 25jun2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed a production failure record (q6) opened for the source device associated to a force sensor assembly. The root cause of the customer¿s experience of a suspected over infusion was not determined. Test results demonstrated the pca module operating as intended and showing within specification for accuracy. The event administration set was not returned.